Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. The patient was brought into clinic and the noise was reproducible with isometric testing. Programming changes were made, and the patient left in stable condition.

Event description:
Additional information received indicated the right ventricular (rv) lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. The patient was stable throughout the procedure.

Manufacturer narrative:
Corrected data: adverse event (section b1) and required intervention (section b2) were checked.